Manufacturer narrative:
Correction: d4 - previously noted model number, serial number, lot number, expiration date and UDI should be pm2272, 5030208, (B)(6), 30 sep 2019, and (B)(4), respectively. G3 - previously noted PMA should be p140033. H4 - previously noted device manufacture date should be 13 mar 2018.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at end of life (eol). Analysis of the device image and a longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature battery depletion.